Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a system overtemperature alarm. The device was replaced with another one and iabp therapy continued. Hr was 80 (pacing), and there were no problems with the usage environment. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked to see if it could be reproduced in-house, but it was not. Since it is a getinge-owned machine, the fse decided to keep a close eye on future developments. Therefore, no replacement parts were required. Regular inspection was performed based on the regular inspection record sheet, and it was in good condition.